Event description:
Was seen at (B)(6) urgent care in(B)(6) . My (B)(6) son was forced into a piggo stat machine which is for children from birth to 6 months. It took the tech 5 tries to get him into this machine. He was screaming the whole time. The tech then tried to tell me it was a good thing he was screaming to get a good look at his lungs. When I confronted the doctor she informed me it was his skull and nothing wrong. I also have pictures of the type of machine he was in and pictures of his head.